Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the thin/friable leaflets contributed to the reported single leaflet device attachment (slda). The increased mitral regurgitation (mr) is likely due to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment / sdla) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 4+. One clip was implanted, reducing the mr to 2+. On (B)(6) 2019, during a follow up visit, it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (sdla), the mr increased to 4+. In the physicians opinion, the slda was due to the thin and friable leaflets. On (B)(6) 2019, a second procedure was performed for treatment. Two clips were implanted to stabilize the slda clip and reduce the mr to 2-3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.